Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: enlarged lymph nodes.

Event description:
Patient reported anxiety-product/procedure, "enlarged lymph nodes." Patient additionally reported "fatigue" and "arthritis" and breast plant illness; these events are not related to the device. Device has been explanted. This record is for the left side.